Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a symptomatic patient with dizziness and lightheadedness presented in the hospital. Insulation was breached on the right ventricular lead that resulted in low impedance. Programming changes were performed prior to lead revision. The lead was capped on (B)(6) 2018. Patient was stable throughout the procedure.